Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tip broke off. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.4665" x 0.1620" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding the tip broke off during transport was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.